Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed internal battery degraded warning alarms. Performance testing could not reproduce the reported failure to charge its internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined sf148 was due to contamination of the pneumatic block while the internal battery degraded warning alarm was due to battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and internal battery were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.